Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).

Event description:
It was reported that an overdose occurred. The patient was showing signs of overdose and was in the hospital, but had not yet been admitted. The reporter stated that around 11:00 am on the date of this report, the patient was ¿acting like he was overdosed and in and out of it.¿ the reporter noted that the patient had been fine until today, and that their last refill was on (B)(6) 2014, where they ¿put in either 100 or 110.¿ the dose and concentration were not available at the time of the report, but the reporter thought the baclofen was ¿the one medication that starts with the l.¿ the patient was redirected to the healthcare professional (hcp). The pump was being used to infuse baclofen (unknown). No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.